Event description:
It was reported that the patient developed a post-op infection following an acl reconstruction. Initial surgery was in 2009. Approximately two weeks post op, the patient's pain and swelling increased. At three weeks post-op, an incision and drainage was performed and cultures were taken. Cultures were positive for serratia marcescens, gram-negative rod bacteria. The patient received a PICC line and was prescribed six weeks IV antibiotics. The reporter stated the source of the infection was uncertain, possibly the patello-tendon autograph. Follow-up with the reporter on 10/23/2009 provided information that the patient is currently doing better. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The devices were not explanted, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, a definitive cause for the post-operative infection could not be determined. As reported, the source of the infection was thought to be the autograph and not a product-related issue. This is the first complaint of this type for these part/lot combinations. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.